Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that target vessel revascularization occurred. In (B)(6) 2011, the subject was diagnosed with stable angina and cardiac catheterization was recommended. In (B)(6) 2011, coronary angiography and the index procedure were performed. The target lesion was located in the distal left circumflex (lcx) with 90% in-stent restenosis of an unspecified stent and was 7 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation followed by placement of a 2.50 x 12 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. The target lesion #2 was a de novo lesion located in left main coronary artery (lmca) with 90% stenosis and was 11mm long with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated with direct stent placement using a 2.75 x 16 mm taxus® liberté® stent. Following post dilatation, residual stenosis was 0%. Non-target lesions were also treated, the mid right coronary artery (rca) was treated with pre-dilatation followed by placement of a 3.00 x 30 mm non-bsc stent. Following post-dilatation, residual stenosis was 0%; and balloon angioplasty was performed in the distal left anterior descending (lad) artery and diagonal branch, resulting in less than 10% residual stenosis. Post procedure, the patient was discharged on aspirin and prasugrel. In (B)(6) 2014, the patient presented for scheduled cardiac catheterization due to abnormal results of nuclear stress test (unspecified date) positive for lateral wall ischemia. At the time of event, the patient was taking aspirin and the study drug. However, other antiplatelet medication was never taken during the study. Coronary angiography was performed. The ostial lmca was treated with direct stent placement using a 3.00 x 8 mm non-bsc stent. Following post dilatation, residual stenosis was 0%. The proximal lad was also treated with balloon angioplasty, resulting in 50% residual stenosis. In addition, the non-target distal rca was treated with direct stent placement using a 3.50 x 18mm non-bsc drug eluting stent. Following post dilatation, residual stenosis was 0%. Post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and prasugrel.